Manufacturer narrative:
Investigation: the lot was manufactured during three shifts completed in 24 hours, according to what was indicated in the batch file, it was packed using the needle lot 6333802 (imported material supplier 1213 columbus). During the revision of the record of the frequency control, characteristics such as foreign particles are evaluated inside the primary packaging, 35 pieces were inspected every hour, having a total of 840 pieces, not detecting defective, it is worth mentioning that the aql 0.65%, is accepted with 10 pieces and is rejected with 11 pieces. In addition, the batch file 6333802 is not available, since an imported assembled needle is used. The cleanliness of the conveyor hoses is verified online, observing that it is in the absence of foreign particles or dirt, so the event related to foreign particles generated in the packing process carried out in the cuautitlán plant is discarded. With the tests performed on the machine and according to aql, the defect reported is within specification, the claim is not confirmed, however a notification to the columbus supplier of the defective will be made for its follow-up. Photographs and samples sent by client are verified, where it is corroborated that the needle was not assembled in cuautitlán plant, based on the batch file of the product packaging it was corroborated that it was assembled in columbus plant, so the defective was not generated in the cuautitlán plant. The claim is unconfirmed since according to aql the defect reported is within specification, however the following preventive actions will be carried out.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle on a bd precisionglide¿ needle was damaged and foreign matter was found inside package before use. No injury or medical intervention.